Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during surgery, they attempted to put the stent multiple times (before cataract) from temporal position. Decided to do cataract and then returned to stent implantation and ended up in perfect placement (schlemn¿s canal) the stent would not release at the end. Second stent was opened for use but there was too much blood to implant at this point.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. One opened hydrus delivery system was received loose in a tray for the report of stent would not release at the end and too much blood. The returned delivery system was visually inspected and the cannula was found to be severely bent. No stent was returned. Functional testing could not be performed due to the wheel cannot be advanced due to the severely bent condition of the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the cannula severely bent; therefore, a stent would not release could not be confirmed due to the bent condition and no functional testing could be performed. How and when the cannula became bent could not be determined. Most likely root cause is handling of the delivery system. The manufacturer internal reference number is: (B)(4).